Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 57 mg/dl and 93 mg/dl. Another comparison was performed at a later time with a different test strip vial from the same box/lot. The customer received the following results on the aviva system within 10 minutes: 86 mg/dl and 186 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.